Event description:
It was reported that an order was received to remove the PICC, (B)(6), 2013. The PICC was removed as per policy & procedure by 2 rn's, slowly and gently as discussed on clinical rounds. After removal, the line was measured and noted that the tip plus 1.5cm of the catheter was not intact. (10.5cm pulled out when it was insitu 12 cm). Doctor was notified immediately and 2 view x-rays obtained for missing PICC tip. Unable to visualize. An echocardiogram was also performed. The reported noted no deterioration in patient status.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reuk1223 showed no other similar product complaint(s) from this lot number.